Event description:
Unsuccessful osseointegration,not primary stable

Manufacturer narrative:
The malfunction of non - osseointegrated dental implant is not due to the implant is not due to the implant itself, but rather to insufficient intergration with the surrounding bone.this is in influenced by factors like bone quality, load, and the patient's healing ability.

Manufacturer narrative:
The malfunction of non - osseointegrated dental implant is not due to the implant is not due to the implant itself, but rather to insufficient intergration with the surrounding bone.this is in influenced by factors like bone quality, load, and the patient's healing ability.

Event description:
Unsuccessful osseointegration, not primary stable.